Event description:
Device 2 of 2 : reference MFR report: 1627487-2018-12724. It was reported the patient's leads migrated. As a result, the patient's physician replaced the patient's leads. Effective stimulation therapy was restored post-operatively.